Event description:
As reported, after performing a thrombectomy in a patient with this fogarty occlusion catheter, the tip of the catheter remained inside the vessel. (Complaint (B)(4)). Another catheter was taken and the same issue occurred. (Complaint (B)(4)). There was no allegation of patient injury. Both catheters used were not available for evaluation since they were discarded. Patient demographics were unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.